Event description:
Patient in office for overdue office follow up appointment. Not on remote monitoring. Fault code 1003 (voltage too low for projected remaining capacity) tripped. Bsc tech support contacted, generator needs to be changed out within 28 days. Device should have had 5.5 years remaining longevity. Manufacturer response for ICD, boston scientific e162 incepta dr (per site reporter). ICD generator change within 28 days.